Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a colon stenosis dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated to 8 atm; however, it ruptured at 7 atm. Reportedly, the balloon could not be pulled out. The device was then removed from the patient together with the endoscope, and the catheter was cut in order to be separated from the endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a colon stenosis dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated to 8 atm; however, it ruptured at 7 atm. Reportedly, the balloon could not be pulled out. The device was then removed from the patient together with the endoscope, and the catheter was cut in order to be separated from the endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: problem code 1074 captures the reportable issue of balloon burst. Problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: a visual examination of the returned complaint device confirmed that the balloon was burst, though the majority of the balloon material was not returned with the device. It was also noticed that the guidewire was kinked and was unraveled. The catheter of the device was carefully inspected and no damages were found. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the manner in which the device was handled and manipulated, the interaction between the scope and the balloon, and the force applied by the physician trying to remove the balloon from the endoscope that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.